Event description:
A user facility called as they had used an lma unique in a pt who developed soft tissue edema. The pt underwent a 2 hr radiology procedure. There were no problems during the case, but when the pt was examined with a laryngoscope in preparation of being intubated, they saw soft tissue edema of the posterior pharynx above the arytenoids. The pt also had inspiratory and expiratory symptoms, so after he was intubated, they placed him in the ICU for four hrs and IV decadron was administered. The pt's symptoms lasted for about six hrs. The facility did not report there was a problem with the product.